Event description:
It was reported that the patient underwent a revision procedure due to a sticky pump with an inflatable penile prosthesis (ipp). The physician attempted troubleshooting steps on the pump but was unsuccessful. The ipp cylinder and pump was explanted.